Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported having frequent uti's and that the urethra hurts terribly and was extremely irritated. No further complications were noted or anticipated.